Manufacturer narrative:
August 20, 2015 02:03 pm (gmt-4:00) added by (B)(6). A maquet field service technician detected during maintenance that the heater becomes too hot at the patient side of the hcu30. The technician replaced the defective heater as a precaution. The unit has been returned to service. A supplemental medwatch will be submitted as soon as additional information becomes available. (B)(4).

Event description:
The heater of the hcu30 becomes too hot at the patient side. No patient was involved the malfunction occurred during maintenance. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 02:03 pm (gmt-4:00) added by (B)(6) ((B)(4)): the manufacturer requested the defective heater for a root cause analysis. First a visual check was performed and discoloration due to a strong heating was noticed. The pt1000 elements (heater sensors) are located inside the heater, however there was no discoloration or damage caused by heat. The pt1000 elements were measured at two multimeters and were heated or rather cooled during testing. Due to the fact that the pt1000 elements changed their resistance values almost in the same dimension a malfunction of both pt1000 elements could be excluded. Probable root cause: due to the full functioning pt1000 elements (heater sensors) it can be assumed that no water was available in the heater (dry running) and this resulted to overheating. Please note in the service manual page 7: "1.2 hazard notices" - "attention! Dry-running the hcu 30 will damage the circulation pumps and heaters." A supplemental medwatch will be submitted if additional information becomes available.

Event description:
On (B)(6) 2016 01:52 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).